Manufacturer narrative:
The reported event of premature battery depletion were confirmed. Based on the information provided, the battery guage dropped from ~80% to ~10% .the cause of the fast depletion could not be determined with the available data. The device was not returned for analysis; however, the device image/session records were provided for review by technical services.

Event description:
It was reported that the implantable cardiac monitor failed to interrogate. It was noted that the device exhibited premature battery depletion. Further information was requested, however was not provided.